Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the intensive care unit due to high blood glucose over 1400mg/dl. Troubleshooting was performed. The customer experienced vomit, dehydration, and had a severe bladder infection. The caller stated that the insulin alarmed no delivery and the infusion sets were changed three times, but the device kept alarming. The customer stated that they put her back on the insulin pump; her blood glucose was in control and she was released. The caller mentioned that the doctor raised the basal settings and her blood glucose started climbing. No further information was provided.